Event description:
It was reported that a patient underwent a robot assisted laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade of the device became dull and stopped rotating. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The main housing was not returned for evaluation. Also, trigger housing was received with the black connector tube missing. Due to this condition none of the functional tests could be performed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.